Manufacturer narrative:
The stretcher was returned to manufacturer for a visual and functional evaluation. The reported issue was able to be confirmed and was attributed to loose hardware on the safety bail assembly. The stretcher was sent to repair for replacement of affected hardware and the stretcher was returned to the customer.

Event description:
It was reported the stretcher was experiencing intermittent sticking of the safety bail movement. No patient involvement or adverse event was associated with the reported issue.